Event description:
It was reported the patient presented to the emergency department. Upon interrogation, it was discovered the pacemaker exhibited loss of pacing output and premature battery depletion. No changes or interventions were reported. The patient condition was unknown. No further information was reported on this event.